Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 17, 2021 that a hot axios stent was to be implanted in the gallbladder to treat cholecystitis during a cholecystotomy procedure performed on (B)(6) 2021. During the procedure, the first flange was deployed; however, the luer lock detached from the delivery system. The stent was attempted to be removed; however, the stent prematurely deployed during removal of the device. The stent was removed from the patient using a snare and anther axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: medical device problem code a150103 captures the reportable event of stent premature deployment. Block h10: a hot axios delivery system was received for analysis; the stent was not returned. The deployment hub was received in its original position and the tip was fully retracted. Visual examination of the returned device found the luer lock detached from the handle. Microscopic inspection was performed and evidence of adhesive was observed in the luer lock nut and distal section of the handle. No other issues were noted to the delivery system. The reported event of stent premature deployment cannot be confirmed; this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The reported event of luer detached was confirmed via visual examination. Taking all available information into consideration, the investigation concluded that the reported events were likely due to factors encountered during the procedure. It may be that how the device was handled, manipulated and/or procedural factors, limited the performance of the device and contributed to stent premature deployment and luer detached. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on august 17, 2021 that a hot axios stent was to be implanted in the gallbladder to treat cholecystitis during a cholecystotomy procedure performed on (B)(6) 2021. During the procedure, the first flange was deployed; however, the luer lock detached from the delivery system. The stent was attempted to be removed; however, the stent prematurely deployed during removal of the device. The stent was removed from the patient using a snare and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.